Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 110v was being used during a robotic hysterectomy and the ¿airseal shutting off randomly during cases. Was pm in (B)(6) 2024. Per further assessment it was found "the system abruptly lost pneumo several times during the case. This was the first time this happened and they were able to complete the case with the same airseal.¿. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿the system abruptly lost pneumo several times during the case¿ was inconclusive; however, additional problem found. The power connections including cable set, circuit breaker, power module and power supply were checked. The lpu (low pressure unit) failed due to low pressure calibration. Electrical safety was tested, and the unit was placed in 12-hour burn-in. The unit was repaired unit, and calibrated. 12-hour test passed. The unit was tested per ip-800-031 and functions per the specification. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the as-ifs1, airseal ifs, 110v was being used during a robotic hysterectomy and the ¿airseal shutting off randomly during cases. Was pm in feb 2024. Per further assessment it was found "the system abruptly lost pneumo several times during the case. This was the first time this happened and they were able to complete the case with the same airseal.¿. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.